Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection and a 5 cm diameter thoracic aneurysm. The proximal aorta was 35 mm in diameter and tortuous. It was reported that the patient presented with back pain and was found to have a thoracic dissection, thoracic aneurysm, abdominal aneurysm and iliac aneurysm. The patient had two valiant stent grafts implanted and another manufacturer's aui device was also implanted on the same day with a fem-fem bypass for treatment of the abdominal aneurysm. It was reported that the patient passed away, the physician stated the cause of the event is unknown.